Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies in the drawer were showing as not detected on the communication bus, and a hard reset did not restore functionality. The field service engineer (fse) observed no indicator lights on both boards. The fse replaced both the controller and module controller boards. The fse confirmed that the drawer was detected on the communication bus and verified that medications could be loaded successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubies in the drawer were showing as not detected on the communication bus, and a hard reset was attempted, but recovery was not successful. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.